Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low measured p waves and r waves respectively. The ipg system remains in use. No patient complications have been reported as a result of this event.